Event description:
Medtronic received information that following the implant of a transcatheter bioprosthetic valve, after removal of the sheath, the abbott perclose closure device failed. The decision was made to do open repair of the femoral artery. During open repair, a dissection was noted in the right femoral artery with no pulses present in the distal right leg. An open repair of femoral artery was performed. No further adverse patient effects were reported. (B)(4). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).